Event description:
It was reported that before and during use of bd vacutainer® sst¿ blood collection tubes, the caps are coming off during centrifugation and transport on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before and during use of bd vacutainer® sst¿ blood collection tubes, the caps are coming off during centrifugation and transport on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 24-jul-2025 investigation summary bd received 15 samples for investigation. The returned samples were functionally evaluated for stopper pullout, and the reported defect was not observed. Additionally, 29 retain samples were subjected to stopper pullout test and no stopper pop off or stopper creepout was observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.